Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) ran a server downtime query and found no delays on the interface or server. The provided patient sample was visible on the server under the ext.receivedmessage table. Tss emailed customer and advised him to have his cerner team check the issue, as the delay appeared to be related to patient admission. After speaking with customer, confirmed that the issue originated from their interface side. No further assistance was needed. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders were not crossing over to the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.